Event description:
In 2008, the sales representative reported that about one month ago, the pt had undergone an l2-l4 fusion. On an unknown date, the pt experienced pain. In '08, the pt underwent a revision surgery for pain. When the dr revised the pt, it was identified that the right side rod was out and lower than the l2 pedicle screw. The rod was captured but loose in the wedges of the l3 and l4 screws.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.